Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520mg/dl. Pump data review by tandem technical support showed the customer manually suspended insulin prior to the event. Additionally, customer was using the pump's sleep schedule feature during the day, which prevented the pump from delivering auto-boluses. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.